Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, once positioned at the window, the catheter advanced through the wall and entered the pseudocyst; however, the distal stent flange did not open. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter phone) was corrected with (B)(6). Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: investigation summary: with all available information, boston scientific corporation concludes that the reported event of stent first flange failure to expand was not confirmed. The device was returned in the 4th position, without the stent. Additionally, visual inspection noted a kink in the inner sheath. No further damages or defects were observed. There is not enough evidence to determine whether the stent first flange failure to expand was due to the physician's device manipulation during the procedure or related to a device malfunction. Additionally, the observed damages found on the device occurred most likely to procedural facts, such as excessive force and manipulation of the sheath. Device history records review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: an electrocautery enhanced delivery system was received for analysis. The delivery device was returned in the 4th position without the stent. Visual inspection revealed a kink in the inner sheath, with no additional damage or defects observed. Functional testing confirmed that the stent hub moved freely without resistance. X ray imaging corroborated the inner sheath kink and showed no damage to the cautery cable within the affected section of the sheath. Labeling review: a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Risk review: a review of the axios stent and electrocautery enhanced delivery system dfmea was completed and confirmed that the event of stent first flange failure to expand was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is unable to exclude device problem. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block h7 and h9: added type of remedial action and the correction/removal reporting # information. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, once positioned at the window, the catheter advanced through the wall and entered the pseudocyst; however, the distal stent flange did not open. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the pancreas to facilitate a pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, once positioned at the window, the catheter advanced through the wall and entered the pseudocyst; however, the distal stent flange did not open. The procedure was completed by replacing and using another of the same device through the initial puncture site. There were no patient complications reported as a result of this event.